Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook fusion omni-tome pre-loaded sphincterotome. The omni-tome did not split properly when doing an exchange. The lumen/catheter got hung up a few times when splitting. This caused the wire guide to pull out of the biliary duct and the catheter to be compromised. We used another omni-tome to complete the ercp. A section of the device did not remain inside the pt¿s body. The patient did not require any add¿l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The outer edges of the channel are rippled/torn, indicating difficulty with zip exchange. Since the breakthrough channel has been fully utilized, functional testing of the zip exchange channel was unable to be performed. The rippling can be seen for approx. 95cm starting at the proximal end of the catheter. It was also noted that the catheter and cutting wire are extremely kinked at approx 54cm from the proximal end of the device. Throughout the entire length of the catheter the tubing and cutting wire is twisted. The condition of the returned device indicates that the customer experienced difficulty with the zip change, thus resulting in loss of wire guide access. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Conclusions: a definitive cause for this observation could not be determined because the condition of the returned product prohibited a functional eval. Also, the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Resistance in wire guide and wire guide lumen separation can occur if the catheter of the sphincterotome becomes damaged (i.e. Kink or bend). A kink in the sphincterotome can occur if the device receives added pressure during advancement through the endoscope or general handling. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. If the elevator of the endoscope is placed in the closed/up position with the sphincterotome inside the accessory channel, this could cause a kink in the sphincterotome and lead to wire guide and wire guide lumen separation difficulty. Instructions for use states for best results wire guide should be kept wet. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is now warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.